Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4) the purpose of this MDR submission is to report the investigation finding of the returned device. The complaint device was returned for evaluation and analysis. The investigation finding is documented below. Investigation summary: a non-sterile 4mm x 23mm enterprise 2 stent was received contained in the decontamination pouch. Visual inspection was performed. It was observed that the stent component was returned already detached from the delivery wire. The delivery wire was observed without damages (i.e., no kinks, bends, or elongations). The introducer component was not returned. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also observed that the stent was fully expanded with both ends completely flared. The issue documented that significant resistance was encountered in the middle section of the microcatheter when the stent passed cannot be evaluated through functional test since during the procedure, the stent was found to be no longer on the delivery wire. In addition, none of the returned components presented damages to suggest that they were forcibly advanced because of the resistance encountered during the procedure. With the limited evidence available, the root cause cannot be determined. It is possible that clinical and procedural factors, including device manipulation, patient's vessels, and operator's technique, may have contributed to the reported failure. The stent detachment is not considered related to the issue encountered during the procedure. There is no indication that the issue reported in the complaint is a result of a defect inherently related to the enterprise device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7345748. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) does contain the following recommendation: ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance to a new one. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.10. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00263 and 3008114965-2023-00264. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product was received in the product analysis lab on 26-may-2023. The returned product is pending evaluation. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00263 and 3008114965-2023-00264. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 7345748. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00264. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the physician encountered significant resistance when the stent, a 4mm x 23mm enterprise 2 stent (encr402312 / 7345748) was at the middle section of the concomitant microcatheter, a 150cm x 5cm prowler select plus (606s255x / 30677966). The physician removed the stent and the microcatheter from the patient¿s body and replaced both with new devices to complete the procedure. There was no report of any negative patient impact. On 08-may-2023, additional information was received. The information indicated that the location of the target aneurysm was the posterior communicating artery (pcom). When the stent was removed from the patient, it was no longer on the delivery wire. It was not known if the stent / stent delivery system appeared damaged. It was not known if anything unusual was noted about the system prior to use. A continuous flush was maintained through the microcatheter. It was not known if another device went through the same microcatheter without issue. It was not known if there were any visible kinks or other damages observed on the microcatheter. The replacement stent was another 4mm x 23mm enterprise 2 stent (encr402312) and the replacement microcatheter was another prowler select plus (606s255x). The information confirmed there was no allegation of patient injury due to the reported product issues. There was no clinically significant delay in the procedure.